Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that fourteen days post implant a pocket evacuation was performed. The ICD (implantable cardioverter defibrillator) pocket was opened, the pocket was cleaned up, and then the pocket was sutured closed again. The device remains in use. No further patient complications have been reported as a result of this event.